Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post spleen procedure device interrogation, the shock morphology was noted to appear different than expected. Further review found that the left ventricular (lv) lead threshold was above the current programmed output. Once the lv lead was programmed with the appropriate safety margin, the wave form returned to normal. Loss of capture and increased impedance measurements of 1100-1200 ohms were also observed on the lv lead. A micro-dislodgement is of concern, but was not confirmed. The field representative discussed the findings with the physician but was not able to obtain the resolution to date. No adverse patient effects were reported.